Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced discomfort with some pressure and tearing sensations on the surgical site, leading to device non-use. Subsequently, the device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.